Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator electrode was explanted because the pulse generator was in a product advisory. Also, the patient was experiencing discomfort from the product. Since the patient now needed pacing therapy, a trans-venous system was successfully implanted. There were no additional adverse patient effects reported. This is considered a serious injury as surgical intervention was required.